Event description:
It was reported that during the procedure, the patient began to bleed. The blood loss required a 340ml blood transfusion. The physician believes the there is a causal relationship to the procedure. The blood loss began after 2j. The patients outcome was resolved and the patient was prescribed proper discharge medication.

Event description:
It was reported that during the procedure, to treat a 339.838 cubic cm prostate gland, the patient began to bleed from the prostate. The blood loss required a 340ml blood transfusion. The physician believes the there is a causal relationship to the procedure. The blood loss began after 2j. The patients outcome was resolved and the patient was prescribed proper discharge medication.